Event description:
It was reported that during a gastric bypass procedure on the eighth firing, the device fired malformed staples and did not cut. The staple line was half way and then stopped. Another device was used to complete the case with no patient consequence. The surgeon also sutured the staple line.

Manufacturer narrative:
(B) (4), (B) (4). Information anticipated, but unavailable at this time.